Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the device fired fine on the first firing but on the second firing the gun fired but staples just fell out and never went through the tissue. This resulted in major bleeding and patient had to be opened in order to control bleeding which caused the staff much stress. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the device fired fine on the first firing but on the second firing the gun fired but staples just fell out and never went through the tissue. This resulted in major bleeding and patient had to be opened in order to control bleeding which caused the staff much stress. Additional information has been requested, no response has been received to date.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.